Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The event occurred in (B)(6).

Event description:
Caller reported she is having hypoglycemia because of inaccurate delivery by the device. No serious injury was reported. The device will not be returned.